Event description:
It was reported that the during a routine pump replacement, which was due to eri (elective replacement indicator) less than a month, healthcare provider (hcp) was not able to aspirate csf (cerebrospinal fluid) intra-operatively. A catheter fracture was noted at spinal entry site. The intrathecal segment was visualized on fluoroscopy and was left in intrathecal space. A new catheter was placed. Patient outcome was noted as no injury. Drug delivered via the device was baclofen.

Manufacturer narrative:
Product ID: 8709, lot#, serial# (B)(4), implanted: (B)(6) 2005-, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly; normal device function. Returned for analysis was also the catheter 8709 pump connector plus proximal segment ( 21 cm long ); analysis of the same revealed acceptable catheter testing, no significant anomalies. The distal segment which was indicated to have been fractured was not returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).